Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM UNITED KINGDOM, A TOTAL OF ONE HUNDRED AND FORTY-EIGHT (148) KNEES UNDERWENT PRIMARY UKA PROCEDURES BETWEEN 15-APR-2003 AND 31-MAR-2016, USING GENESIS UNI SYSTEM WITH COCR FEMORAL COMPONENT. FROM THESE, SEVENTEEN (17) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, THREE (3) KNEES DUE TO ASEPTIC LOOSENING ON FEMUR, NINE (9) KNEES DUE TO ASEPTIC LOOSENING ON TIBIA, TWO (2) KNEES DUE TO UNEXPLAINED PAIN, ONE (1) KNEE DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO INSTABILITY, TWO (2) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, TWO (2) KNEES DUE TO LYSIS (TIBIA), ONE (1) KNEE DUE TO LYSIS (FEMUR) AND TWO (2) KNEES DUE TO OTHER-NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 15-APR-2003 AND 31-MAR-2016 IN UNITED KINGDOM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE GENESIS UNI SYSTEM WITH COCR FEMORAL COMPONENT PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF ONE HUNDRED AND FORTY-EIGHT (148) PRIMARY UKA PROCEDURES WITH GENESIS UNI SYSTEM WITH COCR FEMORAL COMPONENT HAVE BEEN PERFORMED IN THE UNITED KINGDOM BETWEEN 15-APR-2003 AND 31-MAR-2016. THE CUMULATIVE REVISION RATES FOR THE GENESIS UNI SYSTEM WITH COCR FEMORAL COMPONENT REMAIN IN LINE WITH THE CLASS THROUGH ALL THE TIME POINTS BASED UPON OVERLAPPING CONFIDENCE INTERVALS. THE CONFIDENCE INTERVALS FOR GENESIS UNI SYSTEM WITH COCR FEMORAL COMPONENT ARE WIDE DUE TO THE LOW NUMBER OF IMPLANTATIONS IN COMPARISON TO ALL OTHER UNICONDYLAR KNEES IN NJR. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: AT 1ST POSTOPERATIVE YEAR: 0.0% (0.0%-2.5%) VS 0.9% (0.9%-0.9%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 1.4% (0.3%-3.3%) VS 2.0% (1.9%-2.1%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 2.1% (0.7%-4.4%) VS 2.9% (2.9%-3.0%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 3.5% (1.5%-6.5%) VS 3.7% (3.6%-3.8%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 4.3% (1.9%-7.6%) VS 4.5% (4.4%-4.6%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 4.3% (1.9%-7.6%) VS 5.2% (5.1%-5.4%) OF THE CLASS. AT 7TH POSTOPERATIVE YEAR: 5.0% (2.4%-8.6%) VS 6.0% (5.9%-6.2%) OF THE CLASS. AT 8TH POSTOPERATIVE YEAR: 5.0% (2.4%-8.7%) VS 6.9% (6.8%-7.1%) OF THE CLASS. AT 9TH POSTOPERATIVE YEAR: 5.8% (3.0%-9.8%) VS 7.8% (7.6%-7.9%) OF THE CLASS. AT 10TH POSTOPERATIVE YEAR: 5.8% (3.0%-9.8%) VS 8.7% (8.5%-8.9%) OF THE CLASS. AT 11TH POSTOPERATIVE YEAR: 7.6% (4.1%-12.1%) VS 9.7% (9.5%-9.9%) OF THE CLASS. AT 12TH POSTOPERATIVE YEAR: 9.5% (5.5%-14.5%) VS 10.8% (10.6%-11.0%) OF THE CLASS. AT 13TH POSTOPERATIVE YEAR: 10.4% (6.1%-15.8%) VS 11.7% (11.5%-11.9%) OF THE CLASS. AT 14TH POSTOPERATIVE YEAR: 11.5% (6.9%-17.2%) VS 12.7% (12.4%-12.9%) OF THE CLASS. AT 15TH POSTOPERATIVE YEAR: 11.5% (6.9%-17.4%) VS 13.8% (13.5%-14.1%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM UNITED KINGDOM, A TOTAL OF ONE HUNDRED AND FORTY-EIGHT (148) KNEES UNDERWENT PRIMARY UKA PROCEDURES BETWEEN 15-APR-2003 AND 31-MAR-2016, USING GENESIS UNI SYSTEM WITH COCR FEMORAL COMPONENT. FROM THESE, SEVENTEEN (17) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, THREE (3) KNEES DUE TO ASEPTIC LOOSENING ON FEMUR, NINE (9) KNEES DUE TO ASEPTIC LOOSENING ON TIBIA, TWO (2) KNEES DUE TO UNEXPLAINED PAIN, ONE (1) KNEE DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO INSTABILITY, TWO (2) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, TWO (2) KNEES DUE TO LYSIS (TIBIA), ONE (1) KNEE DUE TO LYSIS (FEMUR) AND TWO (2) KNEES DUE TO OTHER-NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 15-APR-2003 AND 31-MAR-2016 IN UNITED KINGDOM.

Event description:
BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY UKAS. GENESIS UNI COCR FEMORAL COMPONENT - A TOTAL OF ONE HUNDRED AND FORTY-EIGHT (148) KNEES UNDERWENT PRIMARY UKA PROCEDURES BETWEEN 15-APR-2003 AND 31-MAR-2016, USING GENESIS UNI COCR FEMORAL COMPONENT. FROM THESE, SEVENTEEN (17) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, THREE (3) KNEES DUE TO ASEPTIC LOOSENING ON FEMUR, NINE (9) KNEES DUE TO ASEPTIC LOOSENING ON TIBIA, TWO (2) KNEES DUE TO UNEXPLAINED PAIN, ONE (1) KNEE DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO INSTABILITY, TWO (2) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, TWO (2) KNEES DUE TO LYSIS (TIBIA), ONE (1) KNEE DUE TO LYSIS (FEMUR) AND TWO (2) KNEES DUE TO OTHER-NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. JOURNEY II UNI ALL POLY TIBIAL BASEPLATE - A TOTAL OF ELEVEN (11) KNEES UNDERWENT PRIMARY UKA PROCEDURES BETWEEN 24-APR-2012 AND 11-JAN 2024 DUE TO OSTEOARTHRITIS, USING A JOURNEY UNI ALL POLY TIBIAL BASEPLATE. FROM THESE, ONE (1) KNEE WAS LATER REVISED DUE TO PROGRESSIVE ARTHRITIS. ALTOGETHER, A TOTAL QUANTITY OF 18 REVISION SURGERIES HAS BEEN REPORTED IN THE NATIONAL JOINT REGISTRY (NJR), FOR PRIMARY UKAS.

Manufacturer narrative:
CORRECTED DATA: A2 (MEAN AGE HAS BEEN CORRECTED FROM 63 YEARS TO 62), B5 (EVENT NARRATIVE), D1 (¿GENESIS UNI COCR FEMORAL COMPONENT¿ REMOVED FROM BRAND NAME, AS THE 3500A FORM INCORPORATES SEVERAL PRODUCTS), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 18). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE MDR WITH REFERENCE 1020279-2025-00846 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: 1020279, DATA SOURCE: NATIONAL JOINT REGISTRY (NJR), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: HSX. ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON 13-MAY-2025: (B)(4). EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER ¿CORRECTED DATA¿, THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON (B)(4). 2025 REMAINS UNCHANGED. REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR) SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY UKAS: GENESIS UNI COCR FEMORAL COMPONENT - A TOTAL OF ONE HUNDRED AND FORTY-EIGHT (148) KNEES UNDERWENT PRIMARY UKA PROCEDURES BETWEEN 15-APR-2003 AND 31-MAR-2016, USING GENESIS UNI COCR FEMORAL COMPONENT. FROM THESE, SEVENTEEN (17) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, THREE (3) KNEES DUE TO ASEPTIC LOOSENING ON FEMUR, NINE (9) KNEES DUE TO ASEPTIC LOOSENING ON TIBIA, TWO (2) KNEES DUE TO UNEXPLAINED PAIN, ONE (1) KNEE DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO INSTABILITY, TWO (2) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, TWO (2) KNEES DUE TO LYSIS (TIBIA), ONE (1) KNEE DUE TO LYSIS (FEMUR) AND TWO (2) KNEES DUE TO OTHER-NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. JOURNEY II UNI ALL POLY TIBIAL BASEPLATE - A TOTAL OF ELEVEN (11) KNEES UNDERWENT PRIMARY UKA PROCEDURES BETWEEN 24-APR-2012 AND 11-JAN-2024 DUE TO OSTEOARTHRITIS, USING A JOURNEY UNI ALL POLY TIBIAL BASEPLATE. FROM THESE, ONE (1) KNEE WAS LATER REVISED DUE TO PROGRESSIVE ARTHRITIS. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE GENESIS UNI KNEE SYSTEM AND THE JOURNEY II UNI KNEE SYSTEM PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL THEIR THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. A NATIONAL JOINT REGISTRY (NJR) INDUSTRY SUMMARY REPORT AND THE NJR MONTHLY DATA DOWNLOAD FOR THE ABOVE-MENTIONED SMITH+NEPHEW PROSTHESES USED IN PRIMARY UKAS WERE REVIEWED, RESPECTIVELY. A TOTAL OF 148 PRIMARY UKA IMPLANTATIONS WITH THE GENESIS UNI COCR FEMORAL COMPONENT WERE PERFORMED IN THE UNITED KINGDOM BETWEEN 15-APR-2003 AND 31-MAR-2016. THE CUMULATIVE REVISION RATES FOR THE GENESIS UNI COCR FEMORAL COMPONENT REMAIN IN LINE WITH THE CLASS THROUGH ALL THE TIME POINTS BASED UPON OVERLAPPING CONFIDENCE INTERVALS. THE CONFIDENCE INTERVALS FOR GENESIS UNI COCR FEMORAL COMPONENT ARE WIDE DUE TO THE LOW NUMBER OF IMPLANTATIONS IN COMPARISON TO ALL OTHER UNICONDYLAR KNEES IN NJR. A TOTAL OF ELEVEN (11) PRIMARY UKA IMPLANTATIONS WITH THE JOURNEY II UNI ALL POLY TIBIAL BASEPLATE WERE PERFORMED IN THE UNITED KINGDOM BETWEEN 24-APR-2012 AND 11-JAN-2024. DUE TO THE LOW USAGE NUMBER REPORTED IN THE UK, KAPLAN-MEIER CUMULATIVE REVISION RATES (95% CI) ARE NOT PRESENTED BY THE NJR FOR THIS TIBIAL BASEPLATE VARIANT. THE LOW USAGE NUMBER DOES NOT ALLOW FOR ESTABLISHING RELEVANT CONCLUSIONS REGARDING THE PERFORMANCE OF THIS DEVICE. SMITH+NEPHEW WILL CONTINUE TO MONITOR THE PERFORMANCE OF THESE BASEPLATES IN THE UK AND WORLDWIDE AS PART OF OUR ESTABLISHED PMS PLAN. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00264755-1-L1, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L2, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L3, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L4, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L5, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L6, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L7, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L8, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L9, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L10, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L11, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L12, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L13, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L14, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L15, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L16, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00264755-1-L17, ,5/13/2025,5/5/2025,GENESIS UNI CoCr femoral component,GENESIS UNI CoCr femoral component, , , , , ,K912735, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the NJR in the Summary Report, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of one hundred and forty-eight (148) knees underwent primary UKA procedures between 15-Apr-2003 and 31-Mar-2016, using GENESIS UNI system with CoCr femoral component. From these, seventeen (17) knees were later revised due to the following complications: five (5) knees due to progressive arthritis remaining, three (3) knees due to aseptic loosening on femur, nine (9) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, one (1) knee due to malalignment, one (1) knee due to instability, two (2) knees due to wear of Polyethylene component, two (2) knees due to lysis (tibia), one (1) knee due to lysis (femur) and two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 15-Apr-2003 and 31-Mar-2016 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS UNI system with CoCr femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred and forty-eight (148) primary UKA procedures with GENESIS UNI system with CoCr femoral component have been performed in the United Kingdom between 15-Apr-2003 and 31-Mar-2016. The cumulative revision rates for the GENESIS UNI system with CoCr femoral component remain in line with the class through all the time points based upon overlapping confidence intervals. The confidence intervals for GENESIS UNI system with CoCr femoral component are wide due to the low number of implantations in comparison to All other Unicondylar knees in NJR. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.0% (0.0%-2.5%) vs 0.9% (0.9%-0.9%) of the class.;o At 2nd postoperative year: 1.4% (0.3%-3.3%) vs 2.0% (1.9%-2.1%) of the class.;o At 3rd postoperative year: 2.1% (0.7%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;o At 4th postoperative year: 3.5% (1.5%-6.5%) vs 3.7% (3.6%-3.8%) of the class.;o At 5th postoperative year: 4.3% (1.9%-7.6%) vs 4.5% (4.4%-4.6%) of the class.;o At 6th postoperative year: 4.3% (1.9%-7.6%) vs 5.2% (5.1%-5.4%) of the class.;o At 7th postoperative year: 5.0% (2.4%-8.6%) vs 6.0% (5.9%-6.2%) of the class.;o At 8th postoperative year: 5.0% (2.4%-8.7%) vs 6.9% (6.8%-7.1%) of the class.;o At 9th postoperative year: 5.8% (3.0%-9.8%) vs 7.8% (7.6%-7.9%) of the class.;o At 10th postoperative year: 5.8% (3.0%-9.8%) vs 8.7% (8.5%-8.9%) of the class.;o At 11th postoperative year: 7.6% (4.1%-12.1%) vs 9.7% (9.5%-9.9%) of the class.;o At 12th postoperative year: 9.5% (5.5%-14.5%) vs 10.8% (10.6%-11.0%) of the class.;o At 13th postoperative year: 10.4% (6.1%-15.8%) vs 11.7% (11.5%-11.9%) of the class.;o At 14th postoperative year: 11.5% (6.9%-17.2%) vs 12.7% (12.4%-12.9%) of the class.;o At 15th postoperative year: 11.5% (6.9%-17.4%) vs 13.8% (13.5%-14.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , , ,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00269619-1-L1,4/13/2018,6/11/2025,5/13/2025,JOURNEYUNI ALL POLY TIBIA SIZE 6LEFT MEDIAL/RIGHT LATERAL7MM,JOURNEYUNI ALL POLY TIBIA SIZE 6LEFT MEDIAL/RIGHT LATERAL7MM,71422406,10cm08383,71422406, ,03596010593610,K061779, ,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of eleven (11) knees underwent primary UKA procedures between 24-Apr-2012 and 11-Jan-2024 due to osteoarthritis, using a Journey UNI All Poly Tibial baseplate. From these, one (1) knee was later revised due to progressive arthritis. ;;Timeframe of Registry data: Implantations conducted between 24-Apr-2012 and 11-Jan-2024 in United Kingdom.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of eleven (11) knees underwent primary UKA procedures between 24-Apr-2012 and 11-Jan-2024 due to osteoarthritis, using a Journey UNI All Poly Tibial baseplate. From these, one (1) knee was later revised due to progressive arthritis. ;;Timeframe of Registry data: Implantations conducted between 24-Apr-2012 and 11-Jan-2024 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the JOURNEY -Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eleven (11) primary UKA procedures with JOURNEY UNI -All Poly Tibia baseplates have been performed in the United Kingdom between 24-Apr-2012 and 11-Jan-2024. Due to the low usage number reported in the UK, Kaplan-Meier cumulative revision rates (95% CI) are not presented by the NJR for this tibial baseplate variant. The low usage number does not allow for establishing relevant conclusions regarding the performance of this device. Smith+Nephew will continue to monitor the performance of these baseplates in the UK and worldwide as part of our established PMS plan. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend of the adverse event reported above have been identified. The reported adverse event relates to a known inherent procedural risk that is appropriately documented in our risk files. No individual investigation into the reported adverse event is deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,52,Male, ,1/25/2013,4/13/2018,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;

Manufacturer narrative:
H11: THIS 3500A FORM IS BEING SUBMITTED AS A CORRECTION TO FOLLOW-UP REPORT 1020279-2025-00846, PREVIOUSLY SUBMITTED ON 16-OCT-2025. SPECIFICALLY, THE 'UDI NUMBER' FIELDS IN THE ATTACHED .CSV FILE HAVE BEEN UPDATED FOR THE LINE ITEMS LABELED AS 'VERSION 1' IN COLUMN AE ('LATEST LINE-ITEM VERSION'). THESE UPDATES APPLY TO THE FOLLOWING COMPLAINT AND REPLACE THE VALUE PREVIOUSLY PROVIDED: (B)(4). NO OTHER CORRECTIONS OR ADDITIONAL INFORMATION HAVE BEEN INCORPORATED TO THE .CSV FILE PREVIOUSLY SUBMITTED THROUGH FOLLOW-UP REPORT 1020279-2025-00846.